Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation the charger/modem did not pass essential performance testing. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. Device evaluation of battery sn (B)(4) been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger or battery.

Event description:
A us distributor reported that a battery charger was resetting and a us distributor reported that a battery would not power on a monitor.